Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing of single beats on ventricular fibrillation (vf) episodes due to fine vf. The lead remains in use. No patient complications have been reported as a result of this event.